Event description:
A nurse noticed a burning smell and realized that it was coming from the surgical clipper charging base. No injury but customer is very concerned.

Manufacturer narrative:
The complaint sample was received for investigation. It was manufactured in 2014 and according to the customer they began using it in late 2016 to early 2017. Based on the that information, this product has been used for 2 years which exceeds the shelf life of 90 days. As the power supply chip has a limited life span, it failed after extended usage which in turn resulted in the r1 overheating. There is no additional action taken at this time, but we will continue to monitor the trend of this type of incident.

Manufacturer narrative:
Based on the supplier investigation, the device history record review did not indicate any exception that could lead to the reported incident. The device master record was also checked and there have been no changes since product launch. All units were under 100% in-process system burn-in with 48 hours to screen out workmanship problems and premature defects and the records indicated no deviation. No sample was returned for investigation, only pictures of the sample were provided. Based on the investigation, the root cause could not be determined. If the device becomes available for evaluation the complaint investigation will be reopened. No action will be taken at this time, but we will continue to monitor the trend of this type of incident.

Event description:
A nurse noticed a burned smell and realized that one cah4414 was starting to get on fire. No injury but customer is very concerned.